Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported during the da vinci surgical procedure, the endoscope orientation was incorrect/inverted and there was mirror effect. The scope could not be rotated. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected and there was no damage observed. The issue was identified during a robotic prostatectomy procedure after port placement. A back up endoscope was used to complete the procedure with no injury to the patient. At time of event, the system did recognize the endoscope. The surgeon confirmed desired orientation when endoscope was installed. On the screen it said 30 degrees up, on the console 30 degree down. The procedure was completed robotically.